Event description:
Minimal flash after entering vein. Full flash and line filling after withdrawal of needle. Manufacturer response for nexiva, nexica closed catheter system (per site reporter). Material management aware one on one meetings with bd quality leadership.